Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there were air bubbles noted in the patient line following the patient having become tangled in the line and pulling on it. Although the line did not become disconnected, the cause was determined to be a loose connection, based on the information provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The patient stated that they had set up the homechoice, verified that the patient line was fully primed, and connected to begin initial drain. There was nothing unusual about the set up. The patient had been draining for a bit when they got up to use the restroom. The patient stated the patient line had become wrapped around their foot, and when they stood up, it tugged the patient line. The patient stated the lines did not become disconnected at any time. The patient had begun to untangle themselves when the homechoice alarmed the system error 2240, and the patient then noticed air bubbles in the line. The technical service representative assisted the patient with clearing the alarm, and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.